Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or furemental medwatch will be sent. Ater date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on an unknown date, it was observed that the cannula suction on the 4176 foot ped board 4way device was broken. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that cannula suction was broken. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the pedal (blue pedal cannula suction) cover was broken. The defective part was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling might be the most probable root cause for broken pedal cover. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.